Manufacturer narrative:
(B)(4). Added additional information the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional, no error codes were displayed on the generator while testing the instrument. During testing, the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber significantly diminished in vaporization efficiency and melted down at 78,695 joules. No injury was reported. An examination, conducted by an american medical systems quality engineer, disclosed that the cap had worn out. The cap remained intact and attached.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. The device was not working correctly and not sealing as expected. They had to keep hitting the reset button, unknown error code, on the generator. Another device was used to complete the case. There was no adverse consequence to the patient.